Event description:
On december 11th, 2006, the integra product manager and the sales manager met with the physician, who reported 3 cases of explanted nph low flow valves. According to the physician, the patient had symptoms of partial aqueduct stenosis. A nph low flow valve was implanted and removed after 3-4 weeks, because of under-drainage.

Manufacturer narrative:
No product was returned. An investigation has been initiated based upon the reported information.